Event description:
Orthopedic surgeon was performing a right total knee arthroplasty. He was doing the pcl cut on the femur. The vendor drill bit tip broke off the end of the bit. The tip of the bit was found on floor. No adverse effects to the pt.